Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple compromised force sensor system alarm during rewind sequence. The customer blood glucose level was unknown. Troubleshooting was not performed. Customer states the insulin pump neither bumped nor dropped before the alarm and did not detected the reservoir. Customer states the drive support cap did not protruded or loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm.